Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia after a prior hyperglycemic period, with a contact noting a low glucose value of 40 mg/dl, treatment with juice, a fingerstick of 69 mg/dl, and a pump glucose value that was 50 mg/dl before recalibrating to 80 mg/dl, following a meal announcement that appeared insufficient for a carbohydrate-heavy meal. Symptoms included hypoglycemia. Outcomes included self-treatment at home without escalation of care. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, with the event plausibly related to meal announcement and postprandial insulin mismatch. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.